Event description:
It was reported by the attorney that the plaintiff underwent a total hysterectomy and right salpingo-oophorectomy in 1994. Vicryl sutures were used. Attorney claims that after the surgery, the plaintiff suffered of lower intestinal tract infections and serious tissue degeneration.